Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated the damage had occurred at implant. (B)(4).

Event description:
It was reported that the implantable pacing lead helix would not deploy during the attempted implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.